Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was that the customer's insulin pump and reservoir were not functioning properly and it was leaking. Advised the customer that since they do not have the device or the reservoirs on hand in order to troubleshoot, he would need to call back to complete the testing. No further information was provided.